Manufacturer narrative:
(B)(4). After battery installation, unit received with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify low battery, power loss errors due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer inserted a new battery and the pump turned back on, did have to reset it and now that the pump was back on. No harm requiring medical intervention was reported. The device will be returned for analysis.